Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h4 and g3. Correction to information provided in g3 of the initial medwatch report: the aware date (date received by manufacturer) should have been 10jan2024. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in auxiliary water channel, air/water channel and air/water cylinder" malfunction could not be identified nor the type of material. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. It is unknown whether there was deviation from IFU on reprocessing steps for the points where the material remained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found jet tube, air/water tube, and air/water cylinder had foreign material. The additional findings are as follows: scope cover had a crack, forceps channel port had a scratch, air/water-cylinder had no color, suction cylinder had no color, plug unit had a stain; insulation resistance valve at distal end does not meet the standard value, due to a chip on probe cover; bending section cannot be bent in up direction at all due to a cut on angle wire, objective lens had a scratch, light guide lens had a scratch, connecting tube had a wrinkle, and universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a broken cable on the big wheel. The issue was found during inspection. The device was returned for evaluation. During the device evaluation, the jet tube, air/water tube, and the air/water cylinder had foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.